Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, ongoing) and meropenem injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on an unknown date, antibiotic therapy was discontinued, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.